Manufacturer narrative:
H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the ac connector and air detector, which were both damaged. The downstream occlusion (dso) seal was also damaged/detached. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device power connector and air detector will be replaced.

Event description:
It was reported that the power connector is broken, as is the air sensor. The issue occurred before use, during preventive maintenance.